Manufacturer narrative:
Calibration data is acceptable and did not indicate an issue. Controls were acceptable. The centrifugation conditions were outside of tube manufacturer recommendations. The investigation determined that the service actions resolved the issue. A valve assembly was replaced so that the bath could drain properly. Ise checks, calibration, controls, and patient samples were run and recovered within specifications.

Event description:
The customer stated that they were running patient samples on the cobas 6000 c (501) module and then started getting flags on some sample results. The customer noticed that one sample had a critically low result for ise indirect na for gen.2. The sample was repeated on a second c 501 analyzer and the na result was normal. This sample had erroneous values for na and ise indirect cl for gen.2. The erroneous results were not reported outside of the laboratory. The customer opened the top cover of the analyzer and found condensation over the top of the cuvettes and under the cell covers where the mixers are located. The complained patient sample initially resulted with an na value of 110 mmol/l, which repeated as 140 mmol/l when repeated on the second c 501 analyzer. This sample initially resulted with a cl value of 68.9 mmol/l, which repeated as 96.2 mmol/l when repeated on the second c 501 analyzer. The patient was not adversely affected. The field service engineer determined that a bath was improperly draining, causing an overflow.